Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, lot/serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter; ubd: 25-jan-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 500 mcg/ml of lioresal at unknown dose via an implantable pump. The indication for use was not provided. It was reported the patient presented to their managing healthcare provider¿s clinic with swelling and redness at their spine and pump incisions. The clinic assessed the patient¿s wound and recommended that the patient go to the emergency room. It was reported the pump was aspirated ftc (for the culture). Pseudomonas was identified in the device pocket. The pump and catheter were explanted on (B)(6) 2018. It was unknown if the devices would be returned. The hospital was in possession of the pump and catheter. A peripherally inserted central catheter (PICC) line was placed and intravenous antibiotic therapy was started. It was reported the issue was resolved at the time of the report ((B)(6) 2018). The patient¿s status was provided as alive - no injury. No further complications were reported or anticipated. The patient¿s medical history included stiff man syndrome. Other medications being taken at the time of the event were not available.